Manufacturer narrative:
As no device was received for analysis, it is not possible to perform any inspections on the device. Therefore, it is not possible to determine if any issues existed with the actual unit that could have contributed to the complaint. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined. A product shipment history review for the reported upn was performed for this customer. The manufacturing records for the last three batches which were shipped to the customer before this event procedure date were reviewed and confirmed that the devices met all material, assembly, and performance specifications. The most probable root cause of this event is operational context. Product unavailable for analysis

Event description:
It was reported that during a percutaneous coronary intervention procedure, the stent dislodged from the delivery system. The lesion to be treated was severely tortuous and 100% restenosis of a previously placed unknown bare metal stent. First, one taxus drug-eluting stent was successfully implanted in the mid portion of the svg to cx (saphenous vein graft to circumflex). Then the physician attempted to implant a 3.5x20mm taxus liberte drug-eluting stent in the ostial proximal svg to cx, but was unable to advance it into a good position. The physician attempted to retrieve the stent into the catheter, but the proximal struts were caught in the tip of the catheter. At that time, it was not possible to retrieve or advance the taxus liberte stent. The physician removed the balloon leaving the stent on the tip of the guide catheter. Another balloon was advanced distal to the stent to block it on the tip of the guide catheter in an attempt to retrieve the entire system of the guide catheter, guide wire, and balloon with the trapped stent. When the physician reached the right common femoral access site, an unsuccessful attempt was made to pull the stent through the 6f sheath. The physician elected to leave the taxus liberte stent free against the wall of the femoral artery and continue the procedure. At the conclusion of the procedure, the physician located the stent in the mid portion of the superficial femoral artery but did not retrieve it. There were no reported patient complications.